Event description:
It was reported that revision occurred because the catheter had migrated/dislodged at the catheter tip. It was indicated that the entire pump system was replaced. It was noted that the patient was alive and there was no patient symptoms or injuries related to this event. The drug delivered via pump was lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type catheter. (B)(4).